Event description:
It was reported that the surgeon inserted a cc4204bf one piece collamer and did not like the way the lens was seated in the eye. The lens was removed without enlarging the incision and no sutures were required. There was no pt injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that a piece of the optic had been torn off and was missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.